Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called on 18apr2022 with pain, increased drainage and a small amount of blood at the driveline site. The patient was instructed to have the site cultured but did not have transportation. The patient was to change the dressing daily and to use a second anchor to secure the driveline. The patient was to be evaluated at the next clinic appointment on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Culture was sent at the clinic appointment and showed no growth. The patient did not require treatment and the outcome was resolved without sequelae.